Event description:
It was reported that a clearlink solution administration set leaked at the distal connector. The issue was described as "the distal connector has fluid (unspecified) leakage through the thread". This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: both the actual device and a photograph of the sample were provided for evaluation. During visual inspection of photo sample, it was not possible to identify the defect. Visual inspection of the returned sample showed no abnormalities that could have contributed to the reported condition. The sets underwent a push-pull test and the set performed according to product specifications. No disconnections were confirmed. Functional testing was performed, where the spike was inserted into a saline bag, and flow of liquid was confirmed throughout the set without any issues. Underwater leak test was completed and no leaks were identified. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.